Manufacturer narrative:
With a review of the available information there is no indication of any device malfunctions or performance issues that would impact the event. Although this event is likely related to the device support and required anticoagulant therapy, there is no evidence to suggest a relationship to any device performance or manufacturing issues. The medical team reported this event to be related to patient condition. The root cause of the reported event cannot be conclusively determined; though, clinical factors that may have contributed include the patient's previous medical history, anticoagulant therapy and related comorbidities. There are patient, procedural and pharmacological factors that may have contributed to this event.. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The heartware ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. It is designed to assist a weakened, poorly functioning left ventricle. Gastrointestinal bleeding has been identified as a known potential risk associated with use of all vads as outlined in the instructions for use (IFU). The instructions for use (IFU) and patient manual addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The IFU provides the user material which communicates how to potentially mitigate the occurrence and severity of bleeds via management of anticoagulants and anti-platelet drugs. The IFU also addresses guidelines for optimal patient management including having adequate and stable preload available. Device remains implanted.

Event description:
A report was received from the clinical database that the patient presented to the hospital with gastrointestinal bleeding and acute anemia. The patient was subsequently transfused with 3 units of packed red blood cells (prbcs) on (B)(6) 2016, 2 units on (B)(6) 2016, and 2 units on (B)(6) 2016. Gastroenterology (gi) was consulted and the patient underwent a colonoscopy on (B)(6) 2016 showing sign melena. Capsule study performed on (B)(6) 2016 revealed oozing of red blood in the duodenum with no lesion visualized. Double-balloon enteroscopy (dbe) conducted on (B)(6) 2016 showed a bleeding dieulafoy lesion. Area was tattooed, cauterized, and clipped. Hemoglobin levels stabilized after last blood transfusion. The patient remained in the hospital to bridge anticoagulation and was discharged home. The event was considered resolved on (B)(6) 2016. The primary investigator deemed the event as related to the patient's condition and unrelated to the lvad device and lvad procedure. No further information was provided.